Event description:
It was reported that the patient's newly implanted device appeared to be undersensing atrial p-waves. The device's atrial capture management (acm) has also increased the atrial output to 5 volts/ 1msec. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.